Event description:
A hole in the graft's crotch was found during surgery and approx 250-350ml of blood leaked from the hole. The bleeding stopped spontaneously and the graft was left in. The pt's cindition is reported as stable.